Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs1221 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recs1221) have been reported from the same facility in (B)(4).

Event description:
It was reported that the catheter was found to be leaking before it was inserted into the patient.